Manufacturer narrative:
This product is manufactured but not marketed in the u.s. Lens was returned dry in a small vial, with clear surgical residue/debris on the product and lens surface. Visual inspection found the optic torn. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2, diopter -8.50 implantable collamer lens, into the patient's right eye (od) on (B)(6) 2016. On the same date, during the same surgery the lens was exchanged for a shorter lens due to excessive vault of the lens. The problem was resolved.